Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a de novo, moderately calcified lesion in the heavily tortuous proximal left anterior descending coronary artery. The 2.5x15 mm xience xpedition stent was deployed and a dissection occurred due to the tortuosity and calcification at the lesion. A 2.5x18 mm xience xpedition stent was used to treat the dissection. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.